Event description:
It was reported that a patient implanted with an impella cp experienced a clot near the pump inlet on the pigtail. There was no functional impact on the pump resulting from the thrombus. The physician ultimately decided to remove the pump.

Manufacturer narrative:
A4 is unknown. No product was returned for evaluation. Clinical details noted that a clot was present near the inlet on the pigtail during a routine echo and the pump was explanted. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.